Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an alert for low out of range shock lead impedance measurements less than 20 ohms. A commanded impedance test was performed, and all individual vectors were within range. Technical services (ts) recommended trouble shooting options. This device remains in service. No adverse patient effects were reported.